Event description:
User stated three pt samples in a row gave a sodium result of 112 mmol/l. User repeated the samples on another analyzer at the site and got results of 140, 139 and 139 mmol/l respectively. Erroneous results were not reported. The repeat results were reported. Pts not adversely affected. User replaced the sodium electrode which resolved the issue.